Manufacturer narrative:
UDI #: (B)(4). This complaint is being reported by zimmer biomet as (B)(4). It was reported that a dermatome blade had particulate inside the packaging that was found to be larger than acceptable. A review of the finished goods DHR concluded that the lot was inspected and all parts that were found to be nonconforming were reworked to meet specifications. There were no other nonconformances, requests for deviation, or change notices related to this complaint. The sample size per department sampling plan form,(B)(4), dictates that the sampling size for qa inspection for this product must be at least 19. No non-conformances were found during the qa inspection process for this lot of (B)(4) units. The returned box of dermatome blades, lot number 63289325, contained one or more units that had particulate in the packaging. The reported loose particles were found to be either dust or pieces of paper trimming that fell off the protective sleeve that is placed around the blade. The photographs to this complaint that show particulate are each from the same individual blade unit. While the size of particulate did not appear to exceed 0.60 sq. Mm, the number of particles exceeds the limit of 2. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room, this room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed per housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits per environmentally controlled and clean room gowning procedure used at zimmer dover. This complaint is considered a complaint out of the box (coob). The root cause of this event cannot be specifically determined with the provided information.

Event description:
It was reported that loose particulate, foreign substance, was found larger than 0.60mm. It was found during inspection.